Manufacturer narrative:
The customer later confirmed that they cleaned, disinfected, and sterilized the product. Additionally, there was no delay in the start of pre-cleaning, there were no abnormalities in the accessories used for reprocessing, the customer did immerse the endoscope in detergent solution, they wiped the air/water nozzle with clean lint-free cloths/brushes/sponges, and they flushed the nozzle with detergent solution, water and air. The device was returned and evaluated, and the customer¿s allegation of clip found in the evis exera iii colonovideoscope was confirmed. In addition, device evaluation found restriction on the suction cylinder, and a crack on the bending section cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, a clip was found in the evis exera iii colonovideoscope. The issue was found during procedure, and the diagnostic procedure (colonoscopy) was completed with the same device. The reported scope may have been used for other procedures with the clip intact. There were no reports of patient harm.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed and was identified as a clip. No physical damage of the device was confirmed at where the foreign material was remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material (clip) could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.